Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedances of greater than 125 ohms. All other lead diagnostics were reported to be stable. Potential future trouble-shooting measures were discussed. No adverse patient effects were reported. The system remains in service.